Manufacturer narrative:
Additional information including the device serial number was requested, but not received; therefore a device history record (DHR) review could not be performed. Trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information provided, a root cause could not be determined.

Event description:
Reportedly, a consumer had cataract surgery on the left eye to address initially distance, then monovision about a year ago. They experienced blurry vision, ''weird sensations'' and dry eye scarring. Therefore they underwent a yag procedure and experienced floaters and dry eye which reportedly interfered with reading at a distance. A second surgery was successfully performed which helped improve their mid-point vision. The consumer reports they are still not satisfied with the vision in their left eye and continued to have floaters and dry eye. Additional information was requested, but not received.